Event description:
It was reported that the user was instructed to disconnect from the ilet to change insulin and prime tubing. However, they remained connected at the infusion site, resulting in insulin delivery during the priming attempt until the user was again instructed to disconnect and then reconnect, after which normal delivery resumed on the ilet. Symptoms included hyperglycemia, with a blood glucose value of 225 mg/dl that later declined to 109 mg/dl after resumption of proper delivery. Outcomes included no injury, no medical intervention beyond self-monitoring and readiness to treat low glucose, and no hospitalization. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed user technique error during priming while connected, with device function restored once correct procedure was followed. It was concluded that the event was related to user error and that the device operated as designed after proper use was re-established.